Event description:
A product liability claim was raised. It is reported that the patient was implanted a durom us acetabular component 52/46 l on the right side on (B)(6) 2008 and revised on (b)(46 2013 due to pain and loosening. Left side case: (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (surgical report) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).